Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx defibrillator displays a red x and a service required message. There was no reported patient involvement.